Manufacturer narrative:
The reported event was confirmed by the manufacturer service technician.

Event description:
It was reported that during testing at the user facility the impaction bur guard broke in three places. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility, the impaction bur guard broke in three places. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.